Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Photographic inspection of the product revealed a broken tilting mechanism. Further inspection of the mylar cut ring showed a round cut and a secondary/smaller impression on the anvil mylar. The initial mylar cutting ring showed cross cutting line marks, a sign of obstruction in the knife blade path. Additionally, a metal piece was imbedded to the mylar distal to a cross cutting line mark. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, while anastomosis of the rectum to proximal colon, the anvil of the device had broke. The anvil tip separated at the hinge from the rod. When the stapler was removed, the anvil tip remained inside the colon. The dome of the anvil became disengaged (broke off) of the rod during the firing sequence. Essentially it appeared that the hinge that enabled the anvil to tilt on its side when opening was somehow broken during the firing sequence. The top dome became detached and was lodged in the colon. There was a loud "pop" sound that everyone in the operating room could hear instead of the normal "crunch" you hear when firing the device. A green on the window was noticed. They heard a click after the 2 turns to open the device (indicating that the anvil opened and tilted on its side) and they thought it did but he could not remember. They re-emphasized that the issue occurred during the firing sequence. The surgeon had to retrieve the anvil from the colon. An extra flexible scope had to be brought in to analyze the anastomosis and find the anvil. The procedure was extended approximately 45 minutes. The surgeon retrieved the tip of the anvil with his fingers. The anastomosis looked intact, donuts looked complete and there were no bubbles indicating a leak when a leak test was performed. There was no patient injury.